Manufacturer narrative:
Product event summary: the data files for the date of the reported event were returned and analyzed. The files confirmed two unrelated system notice, along with the 50030 system notice indicating ¿excessive flow¿. It was noted that these issues were not reproducible with test injections and therefore no field service took place. In conclusion, the reported system notices were confirmed through bin file analysis. The product issue reported (system notice 50030) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the safety system detected a high level of refrigerant flow and stopped the injection. The case was aborted and the patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.